Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was 200 mg/dl. The customer stated that the leak occurred while filling the reservoir. The customer stated the reservoir was discarded. The customer stated that the location of the leak is in the reservoir. The customer was unable to troubleshoot because the call was disconnected.